Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and corrected with syringe shot and it brought it down. Customer states cannula was bent. Customer did not report that the infusion set tape did not fit properly in the insertion device. Customer declined to troubleshooting for high blood glucose. The devices will not be returned for analysis.